Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead was observed dislodged. During surgical intervention, the lead was successfully repositioned with no adverse patient effects reported.